Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post operative that the right atrial (ra) lead had dislodged, this was revealed by a pre discharge chest x-ray, and later confirmed by a pre discharge electrical test. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.